Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed at a consultation with a healthcare professional. As a result, the patient underwent bilateral removal and replacement with two unspecified mentor gel breast implants on (B)(6) 2022. The patient was fully recovered after the revision surgery. This report is for the left-sided prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2022, mentor received additional information regarding the patient¿s symptoms and the replacement device. The patient experienced bilateral capsular contracture (grade unknown). The size of the replacement device is 325cc. On (B)(6) 2022, mentor received additional information regarding the patient¿s symptoms and the replacement device. The baker grade of the patient¿s capsular contracture is grade IV bilaterally. The replacement devices are two 325cc mentor memorygel breast implant prostheses (catalog #: 3503254bc, left serial #: (B)(6), right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 24-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).